Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient said that they met with their healthcare provider on the 15th of this month and found that one of their leads had moved and was no longer going to their lower back and was now affecting their middle back. The patient said their healthcare provider sent pictures of the x ray to someone at the manufacturer, and they were supposed to call the patient to schedule an appointment to reprogram the device to go back down their leg instead of their spine and save them from having to have surgery again. No symptoms were reported.